Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the 4mm x 23mm enterprise 2 (enf402300/10952023) stent premature deployed. Details surrounding the sequence of events leading up to the complaint and the outcome of the procedure were not provided. No known patient complications occurred as a result of the event. The product will be returned for evaluation. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]: as reported by a healthcare professional, the 4mm x 23mm enterprise 2 (enf402300/10952023) stent premature deployed. Details surrounding the sequence of events leading up to the complaint and the outcome of the procedure were not provided. No known patient complications occurred as a result of the event. Multiple attempts to obtain product for analysis and additional information have been unsuccessful. The enterprise 2 was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the limited information available and without the product available for analysis, the customer report that the stent prematurely deployed could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Premature deployment is a known potential product failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.